Event description:
It was reported that bd syringe 1ml ll had leakage. Verbatim: complaint via email. Email(s) attached. Please initiate a complaint investigation and have it completed within 45-60 days referencing x for ¿leaking syringe ¿. This is for syringe lots 5056026, 3034733. I am trying to confirm if photos or a complaint sample are available. Please include: record number: batch record review, manufacturing unplanned deviations, bulk retain sample inspection, analytic results, complaint history, root cause, confirmed or not confirmed. If issues may occur that may result in a delay in the report to exceed 45 days, please provide an interim status report. (B)(6) 2026: can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2026. What was the medication/fluid in use at the time of the event? Izervay. When was this defect observed? During or before use? The leak occurred after the medication was withdrawn from the vial. Before administration to the patient. Was there a delay of, or change in, the course of treatment due to the event? Yes, another kit had to be used by the hcp. Response receive on (B)(6) 2026: was there any visible cracks or damaged seen on syringe? The technician did not note any cracks or damage to the syringe. Where was syringe leaking? The technician stated that the leaking was observed when the needle connects to the syringe. Near the leur or barrel? By the luer lock.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.